Event description:
It has been reported that during a percutaneous transluminal coronary angioplasty procedure while torquing the right coronary guiding catheter into the ostium the guide catheter dissected the right coronary artery. Pt went for by pass surgery to repair dissection. Pt is in stable condition and the product is not being returned for analysis.